Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was offline. A field service engineer (fse) verified the network cable was connected to the correct station port with no visible damage and tested good. The cable was moved to a different wall port, after which the station connected immediately. Connectivity was confirmed by successful ip ping and server sync, and the station exited disconnect mode. Customer verified operation in the application. The issue was due to the cable being connected to an incorrect port. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and station 4sw went offline on remote support service. Customer tried to reboot, plugged and unplugged the cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.